Event description:
The customer stated that they received questionable results for 5 patients tested with 2 coaguchek xs meters between (B)(6) 2018 and (B)(6) 2018. Of the provided results, one patient had an erroneous result when tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter, resulting as > 8.0 inr. Within 7 hours, a sample from the patient was then tested in the laboratory with the dade innovin method, resulting as 5.6 inr. The patient was instructed to hold his warfarin dose for three days based on the meter result. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment and was not injured based on the event. The patient is currently stable and asymptomatic. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is bi-weekly. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient had no changes in medication prior to the event. It was unknown if the patient had any dietary changes. The patient did not have any special or unusual diet. The patient did not have any illness or symptoms of high inr. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 286322) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer's meter and test strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr; donor 2 inr: 2.6 inr ; donor 1 hct: 49%; donor 2 hct: 44% ; testing results: donor 1: retention meter with masterlot strips: 2.1 inr; customer meter with customer strips: 2.1 inr . Donor 2: retention meter with masterlot strips: 2.6 inr ; customer meter with customer strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.